Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Additionally, the instrument was found to have on bent grip, causing them to be misaligned. The offset at the tips was 0.61mm. The grips were not found to be cracked. The instrument was also found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the fenestrated bipolar forceps instrument had issue of power and the foot pedal switch not being recognized. The procedure was completed as planned with no reported injury.